Event description:
It was reported during repair the tps micro driver was running in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during repair, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The technician found that the device was running in safe mode, and noted a damaged pcb. The device was repaired and returned to the customer.